Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company service representative sent the customer a replacement lio fiber. The customer did not request service. The laser indirect ophthalmoscope (lio) serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to non-conforming lio fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser was not firing. The procedure was completed with an alternate headset. There was no patient harm. The customer indicated that additional information is not available for this event.